Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert was triggered, and there was the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient experienced inappropriate therapy due to a possible fracture of the right ventricular lead. The lead had high pacing impedance, noise, and non-physiologic oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.